Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was device error code 1660. There was no patient involvement.

Manufacturer narrative:
H3: one device was returned for repair in used condition. Visual evaluation found cracked cases and stripped worn coin latch. This device has not been in for service in the review period. Error code 1660 was found in event history. Reported problem was verified with functional testing. Device was found to be displaying "1660" error code message during power up and went into "1871" error code alarm message when priming the motor. Contamination of fluid ingression on the printed circuit board (pcb) board caused the issue. Replaced pcb board to correct the issue. The device passed all functional tests after the repair.